Event description:
It was reported that pump displayed malfunction code 24 with a non-resettable malfunction and no notable events occurred prior to the issue. There was no reported impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, while technical support confirmed warranty and shipping details, instructed customer to place pump in storage mode and return it within 10 days, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.